Event description:
It was reported that the insulin pump alarmed low glucose prediction, sensor error, failed battery test, and button error. The blood glucose reading was 87 mg/dl. The customer stated that the keypad was unresponsive. He noted that he was in the rain with the device. Upon troubleshooting, it was found that the battery cap contacts were damaged. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button error alarm or unexpected failed battery test alarm noted. Insulin pump had no button response due to corroded keypad traces. Unable to test the low predicted alarm due to no button response. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump had moisture damage on ldc board and on motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.